Manufacturer narrative:
Section a: patient information was not provided. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a mobile power unit (mpu) was returned. The reason the device was returned was unknown.

Event description:
Additional information received stated that the mpu was scheduled for annual preventative maintenance and it was advised to have the unit replaced.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) was returned for evaluation for an unknown reason. The returned mpu was visually inspected by service depot on 17jul2025, and no issues were observed. Multiple attempts were made to determine the reason for the return; however, no information was provided, therefore, the mpu was returned to the customer site. The reported event could not be correlated to an issue with the returned mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 31dec2019. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website the heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.